Manufacturer narrative:
The dispatched fse could verify the reported ventilator failure upon related error codes that were recorded in the log file. The codes indicate that the ventilator failure was related to an intermittent stalling of the motor. The entire motor unit was replaced, the workstation passed all consecutive tests and was returned to use. The motor speed is being monitored continuously; speed fluctuations caused e.g. By a wear-and-tear related abrasion of the collector disc and resulting intermittent electrical contact interruptions will result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. The repair exchange of the motor unit has fully solved the device problem. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The motor is designed for a lifetime of 10 years at standard use conditions. The respective unit was produced in 07/2008; it can be considered that it has lasted for the expected runtime. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
There was a ventilator failure reported for this device. It was mentioned that no patient consequences have occurred.